Manufacturer narrative:
Block e4: the medwatch number is (B)(4). Block h6 (device code): problem code a0401 captures the reportable event of core wire broken. Block h10: the returned sensor wire was analyzed, and a visual evaluation noted that the ptfe coated coil is stretch-out (unraveled), peeled and the urethane section is torn. The reported event of guidewire unraveled was confirmed. However there were no issue with the core wire therefore the break was not confirmed. Based on the condition of the returned device, engineers determined that the problem observed is possibly related to operational factors. This could have been caused by failures that consequently affect the performance of the device such as the device getting stuck, handling/manipulation, excess of force being applied and/or interaction with other devices. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the ureter and kidney during a ureteroscopy, cystoscopy with pyelogram, insertion of ureteral stent and shockwave lithotripsy procedure on (B)(6) 2022. During the procedure, when the guidewire was placed inside patient, it uncoiled and unraveled. The corewire broke and had to be withdrawn. The physician used a stone retrieval basket to remove safely all pieces of the wire. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the ureter and kidney during a ureteroscopy, cystoscopy with pyelogram, insertion of ureteral stent and shockwave lithotripsy procedure on (B)(6) 2022. During the procedure, when the guidewire was placed inside patient, it uncoiled and unraveled. The corewire broke and had to be withdrawn. The physician used a stone retrieval basket to remove safely all pieces of the wire. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.